Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). A field service engineer (fse) adjusted the active gripper. The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys troponin t hs result from the cobas e 801 analytical unit. Patient 1's initial result was 58.6 pg/ml, and the repeat result was <13 pg/ml.

Manufacturer narrative:
Calibration and qc were in range before the event occurred. The alarm trace report shows some sample quality alarms for sample clot, sample foam, and sample short alarms. The provided images show some debris. Debris can fall into the empty assay cups before measurement and contaminate them, causing a questionable result. The direct root cause was determined to be pre-analytical handling.